Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
While attempting to resuscitate a cardiac arrest patient with the autopulse platform using the autopulse li-ion battery (sn (B)(6), the device stopped compressing after one or two minutes and displayed a battery symbol. The crew replaced the battery and resumed operation. According to the crew, the battery (sn (B)(6) indicated four solid green lights then and continues to do so. No additional information was given. The patient's status information was requested, but the customer did not respond.